Event description:
It was reported patient was revised due to arthrosis. While revising a pfj implant due to arthrosis, it was noted that the patella implant was dislodged and the pegs broken. No debris left nor fell in patient during the revision. Attempts to obtain additional information have been made; however, no more is available.

Manufacturer narrative:
(B)(4). G2 - canada. For pfj implant: part and lot identification are necessary for review of device history records, neither were provided. - device is used for treatment. - insufficient information provided. Unable to perform a compatibility check. - review of complaint history identified no additional similar complaints for the reported item. However, as the lot number is unknown, an additional review could not be performed. - medical records were not provided. For arthrosis: the root cause of the reported event was determined to be unrelated to the device. - no corrective actions, preventive actions, or field actions resulted after investigation of this event. Complaint is confirmed. Mechanical (g04) - femur. D4: attempts have been made to gather all product identification information and no further information has been provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.